Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) and ventricular shock therapy to convert an arrhythmia. Initially the rhythm was detected in the ventricular tachycardia (vt) vt zone with an average ventricular(v) rate of 216 beats per minute (bpm). Four bursts of anti-tachycardia pacing (atp) were delivered and the v rate dropped below detection with only every second beat falling into vt zone. The second event was detected in the vt zone with an average v rate of 214 bpm. One burst of atp was delivered and the patient's rhythm accelerated into the ventricular fibrillation (vf) zone, and the device delivered one 41j (joule) shock to successfully convert the fast ventricular tachycardia (vt) arrhythmia. It was noted both events showed therapy was appropriate for true ventricular tachycardia (vt). The battery status is normal, and the lead measurements are satisfactory. The device remains in service. No additional adverse patient effects were reported.